Manufacturer narrative:
B5 - lens explanted and replaced with longer length lens and problem was resolved. "Normal vault" reported. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vtich12.1 6.0/1.0/180 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Low vault with rotation was observed. Lens remains implanted. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).